Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection revealed that there was moisture behind the display. The keypad cover was intact; no damage was observed. During testing, the up arrow keypad button was found to be unresponsive. The keypad cover was removed and no contamination was found under any contacts. A leak test was performed and a case seal leak was found. The pump case was removed and moisture was found on the printed circuit board and on keypad flex connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.